Manufacturer narrative:
(B)(4). Device eval: the device is currently being evaluated; the manufacturer will file a follow-up report detailing the results of the eval once it is completed.

Event description:
(B)(6) ordered to give 0.06 mg/kg of prn dose versed over 5 minute bolus. The hourly rate was 0.06 mg/kg hr and set to run at 0.26 ml/hour. One hour bolus set to infuse via the loading dose function on the pump and verified by the rn. Fifteen minutes after the bolus was given, the syringe was empty. Fifteen ml had been in the syringe prior to infusion.